Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the installation of the cardiosave intra-aortic balloon pump (iabp) it failed the helium leak check. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found out that there was a helium leak from the regulator at the hospital cart and tubing assembly (helium multiple). The fse replaced the regulator and tubing assembly. The fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet national repair center (nrc). The technician received a pressure regulator with a reported the unit failed the helium leak check. Performed visual inspection of pressure regulator per the cardiosave service manual and found no visual damage and the part looks to be in good condition. The techinicain installed the pressure regulator into nrc iabp cardiosave test fixture for testing of the reported problem. Nrc couldn¿t performed the test of the pressure regulator the nrc found that unit had a loss of helium from the pressure regulator. Retaining the pressure regulator in the nrc per procedure. The pressure regulator shall be scrapped. The following investigation was performed by a technician of the maquet national repair center (nrc). The technician received a tubing assembly (helium) with a reported the unit failed the helium leak check. The technician performed visual inspection of tubing assembly (helium) per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the tubing assembly (helium) into cardiosave test fixture for testing of the reported problem. The tests did not trigger the reported problem of the unit failed the helium leak check. The nrc is unable to replicate the failure experienced by the customer. Retaining the tubing assembly in the nrc per procedure. If further investigation is not required, the tubing assembly shall be scrapped.